Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : meets exemption criteria. (B)(4).

Event description:
It was reported that during an implant procedure, the stylet could not be advanced through the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.